Event description:
It was reported that there were holes in the pneumatic hose of the device. It is unk if there was any pt involvement. However, it was confirmed by the user facility that there were no adverse consequences and medical intervention alleged with this event.

Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed.